Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device was broken. During in-house engineering evaluation, it was determined that there was a hole in the hose near the muffler and the red indication line was missing, the loctite assessment failed for the modified set screw, the rotational speed was below the minimal acceptable rotations per minute (rpm) and the vanes were worn. It was further determined that the device failed pretests for hose verification, muffler tube verification, loctite - modified set screws and rotational speed assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there were no delays in the surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.